Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during the endovascular treatment of a 49mm abdominal aortic aneurysm . It was reported that during a follow up CT , a contained large aortic rupture from a type ia endoleak was found. The cause of the rupture and type ia endoleak were not provided. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak and aneurysm rupture were confirmed on the films returned. Lack of pre -implant CT's did not allow for a thorough assessment of the pre-implant anatomy and earlier post-implant CT's were not provided for comparison. However, the reported anatomical considerations that were a factor in the occurrence of the type ia endoleak could be appreciated on the images provided. It is most likely that disease progression with aneurysm morphology changes over the 5.5 years of implantation of the device , including neck dilatation, contributed to this type ia endoleak leading to aneurysm rupture. B5; additional information received : it was reported the physician believes that the likely cause of the endoleak was from aortic neck dilatation. It was confirmed that open surgical repair was performed successfully. During the intervention a large type ia endoleak and a contained aortic rupture were found. Part of the stent graft was removed and the physician sewed in a surgical graft to exclude the aaa and the endoleak. It was reported the patient tolerated the procedure well. It was confirmed that the intervention took place 13 days post the follow-up CT and the endoleak and aneurysm rupture were fully resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.